Event description:
During pta of a lesion in the left superficial femoral artery with heavy calcification, mild tortuosity and 90% stenosis, a 5x20mm saber balloon catheter ruptured at 4 atm. It was removed and a non-cordis balloon was used instead to finish the procedure. There was no reported patient injury. An ipsilateral antegrade approach was made. The lesion was crossed with a guidewire (cruise, st. Jude medical), a after pta balloon was delivered to the lesion and inflated. However, it ruptured at 4atm. The procedure was finished successfully. The product will be returned for analysis.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used was unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device used is unknown and it is unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The catheter did not kink while being used. It was easily removed from the vessel and from the devices used in the procedure. Analysis of the returned device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a lesion in the left superficial femoral artery, a 5x20mm saber balloon catheter ruptured at four atmospheres. The lesion was heavily calcified with mild tortuosity and 90% stenosis. The balloon catheter was removed and the procedure was completed with a non-cordis balloon catheter. There was no reported patient injury. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media and inflation device used was unknown. It is unknown if the same indeflator was used successfully with other devices. The contrast to saline ratio was 50:50. An ipsilateral antegrade approach was made. The lesion was crossed with a guidewire (non-cordis), a saber pta balloon was delivered to the lesion and inflated; however, it ruptured at four atmospheres. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The catheter did not kink while being used. It was easily removed from the vessel and from the devices used in the procedure. The procedure was finished successfully using a non-cordis pta catheter. The product will be returned for analysis. One non-sterile unit of pta catheters saber was received coiled inside a plastic bag. Device analysis revealed that the balloon presented with a balloon pin hole at 16.5 mm from distal tip end. The catheter body and the hub did not present any evidence of damage during visual analysis. Functional analysis could not be performed due to the balloon pin hole observed on the received device. The balloon was sent to the sem station in order to analyze the burst observed and results showed that the external surface did not present evidence of abrasion marks or scratches that could be related to the balloon pin hole. This balloon pin hole could be probably induced by a sharp point object from the outside to the inside. Marker bands and internal surface did not present any evidence of damages. No other anomalies were found during the analysis. Review of lot 17020769 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon / burst-at/below rbp¿ was confirmed due to a pinhole found during analysis of the returned device. The exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (heavy calcification, 90% stenosis) may have contributed to the reported burst. Neither the DHR nor the analysis suggests a design or manufacturing related cause for the reported burst; therefore, no corrective action will be taken at this time.